Event description:
Reportable upon analysis completed on (B)(4) 2014. The complete total occlusion lesion was located in the superior femoral artery. The physician attempted to advance a truepath¿catheter through a rubicon guide catheter, however after about 100cm the device was unable to advance further. The truepath¿catheter was successfully removed. The procedure was completed by advancing another truepath¿catheter through the same rubicon catheter. No patient complications were reported and the patient's status is fine. Device analysis found body tissue on the tip of the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the tip of the device was examined and it could be seen that there was foreign matter (fm) attached to the tip of the device (which was most likely body tissue). An attempt was made to insert the tip of the device into the rubicon catheter but it would not enter. The fm material was removed from the tip and the device entered the rubicon catheter freely. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).